Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they clicked on the confirm button to calibrate the value but the insulin pump reacts a bit slow so they had to click again but then the insulin pump reacts anyway and ends up one step ahead in the menu. The customer performed self test and it passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.